Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 40, 322 and 314 mg/dl. Tests were done within 10 minutes. Test strips have been opened more than four months. Pt did not experience any adverse events. No further info has been reported.